Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead displayed unstable thresholds, loss of capture, under-sensing, no sensing, and the r waves were very small and unacceptable. A different lead was implanted and no patient complications have been reported as a result of this event.